Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor had no image during a diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The customer called olympus technical assistance support (tac) to report image on the monitor the customer was not comfortable, further troubleshooting over the phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Their biomed will give tac a call. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.